Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided alleges the patient underwent an additional surgery "to repair the hernia defect and remove it." At this time it is unclear if any mesh was excised as it is unclear what is being referred to by the word "it." With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - patient underwent surgery for repair of a ventral hernia. A ventralex st hernia mesh was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and "remove it". The attorney alleges the patient experienced pain, additional surgical procedure, disability and was severely and permanently injured.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided alleges the patient underwent an additional surgery "to repair the hernia defect and remove it." At this time it is unclear if any mesh was excised as it is unclear what is being referred to by the word "it." With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists infection and hernia recurrence as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - patient underwent surgery for repair of a ventral hernia. A ventralex st hernia mesh was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and "remove it". The attorney alleges the patient experienced pain, additional surgical procedure, disability and was severely and permanently injured. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated ventral hernia and underwent repair of incarcerated ventral hernia with mesh. Per the operative notes, ¿the patient had 3 separate hernias in swiss cheese-type fashion with omental fat. All 3 of the hernias were coalesced into 1 defect and a ventralex (device #1) hernia mesh was advanced within the defect" (B)(6) 2014 - patient was diagnosed with infected ventral hernia and removal of infected ventral hernia mesh and repair of recurrent ventral hernia with a xenometrix biologic mesh (xenmatrix surgical graft) (device #2) was placed within the hernia defect. Attorney alleges that the patient experienced abscesses, emotional injuries without treatment, infections, pain, recurrence and others like choledocholithiasis with open cholecystectomy.